Manufacturer narrative:
A review of the device save to disk by engineering and technical services noted that the device had no resets and one fault for low r wave measurements. The battery status was at bol, the device appeared to be functioning properly.

Manufacturer narrative:
Additional information received from technical services noted that a right ventricular lead issue was suspected. Technical services discussed that the pacing inhibition noted is most likely due to a lead intermittent mechanical issue or a lead/tissue interface problem or an intermittent capture with the previously programmed lower right ventricular outputs, although none of the scenarios can be confirmed at this time. At this time the system remains implanted.

Event description:
Boston scientific received information that this device showed 10 seconds of asystole due to loss of capture which resulted in syncope. The device recorded several rvp which were not followed by rv capture causing the patient syncope. No noise was recorded and the right ventricular pacing impedances and pacing thresholds appear stable. Technical services was contacted, and discussed performing deep isometric and pocket manipulation. A save to disk and memory dump was requested for further evaluation. At this time the device remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.